Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Additionally, it was reported that the customer disconnected infusion set from the cartridge, delivered 5-6 units, and did not observe any drops of insulin exiting from the end of the cartridge tubing. The customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level ranged from 213-228 mg/dl.